Event description:
It was reported that the EKG cable of cs100 intra-aortic balloon pump (iabp) was broken. Issue was found during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ECG trunk cable assembly (0012-00-1155-02) and the ECG leadwire set cable assembly (0012-00-1157-02). The fse performed all functional and safety checks to factory specifications.